Event description:
It was reported the gastrointestinal videoscope exhibited a scope not supported error code. The issue was found during setup. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.